Manufacturer narrative:
Analysis was performed to the returned device. The reported needle to cuff miss was confirmed. The reported mechanical jam of the plunger could not be confirmed due to components not returned. However, a proxy plunger was fully deployed with no resistance noted. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to needle to cuff miss and mechanical jam of the plunger include but not limited to, anatomical conditions, aggressive user technique, excessive torque or force, difficult insertion or failure to maintain a stable position of the device with respect to the tissue tract. The unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique prior to a pulmonary vein isolation procedure. Reportedly, when the prostyle plunger was pushed down, he felt more resistance than normal. A cuff miss [suture retrieval issue] was noticed. The suture of a new prostyle device was successfully pre-placed. The isolation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique prior to a pulmonary vein isolation procedure. Reportedly, when the prostyle plunger was pushed down, he felt more resistance than normal. A cuff miss [suture retrieval issue] was noticed. The suture of a new prostyle device was successfully pre-placed. The isolation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number - a partial UDI was provided as the lot number is not known.